Event description:
The user facility reported that the physician noted blood leakage around the "diaphram" of the hub during a radial catheterization procedure. Follow-up communication confirmed that (1) when leakage was noted at the valve, the original sheath was removed; (2) another of the same device was used to successfully complete the procedure; and (3) there was no impact to the patient as a result of the event.

Manufacturer narrative:
Although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. Results - is based on evaluation of user facility information & the returned sample; reserve sample evaluation. Conclusions = is based on evaluation of the returned sample; reserve sample evaluation. The involved device was returned for evaluation. However, the production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Therefore, the failure investigation consisted of assessment of user facility information, the returned sample and samples from the last three lots that were sent to the user facility. Examination of the returned sample confirmed that the valve flaps had been damaged. Examination of the reserve samples confirmed that there was no leakage and no other defects were found. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the valve having been damaged as a result of the dilator or another device being forced through the valve off-center from the manufactured slit. The device labeling in the cautions section of the instructions-for-use states, "insert the dilator into the valve center sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).